Manufacturer narrative:
Investigation: DHR review: a review of the device history record was completed for sub-assembly# 8607679, lot 8085840 manufactured in 02-apr-18 to 27-apr-18 used in claimed lot 8100600. This lot was reviewed regarding the tests of ¿needle retraction failure¿ as evidenced by quality notification # 200745213 part retraction failure that is related to this defect. Qn/ ncmr review:there is quality notification (qn) or non-compliance report of quality notification # 200745213 of "part retraction failure". Unplanned maintenance: the corrective maintenance history in the assembly batch manufacturing period involved in this claim was evaluated and according to maintenance order # 601833051, were the necessary adjustments to the machine. No samples or photos are available for analysis. During the investigations it was possible to determine that the activation failure occurred due to misalignment of zone # 5, station 5.54.4, damaging the "grip" component and consequently causing the activation failure, according to qn # (B)(4).

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: in this occurrence there was no activation of the security device.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needle did not retract. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: in this occurrence there was no activation of the security device